Manufacturer narrative:
(B)(4). Concomitant medical device: cell-dyn sapphire analyzer, list # 8h00-01, (B)(4). The cause of the cell-dyn sapphire vent head assembly aspiration error (undetected short sample) was due to a defective cell-dyn vent needle from the supplier. A product recall informed abbott customers to discard any cell-dyn sapphire vent head assemblies and replace with a new cell-dyn vent head assembly provided to the customer with the recall letter.

Event description:
The customer observed the cell-dyn sapphire hematology analyzer was making noise during aspiration and no results were generated. The customer was advised to perform auto cleaning procedures and change the probe and vent head assembly. The customer performed the recommended troubleshooting procedures and the issue was resolved. There was no impact to patient management.